Event description:
It was reported that non sustained lead noise due to post paced t wave oversensing was observed via merlin at home transmission. The patient was asymptomatic. Programming change were made. Patient was fine after.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.